Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated into organs and the filter migrated to the heart. The device was removed percutaneously. The patient was diagnosed with punctured liver and bleeding; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, next day post filter deployment, computed tomography revealed the eclipse inferior vena cava filter had migrated inferiorly to the confluence of the iliac veins. Additionally, two of the filter struts were visualized superior to the hook, that penetrated the wall of the inferior vena cava and extended into the liver with associated intraperitoneal hemorrhage. After two days, filter retrieval was done. The eclipse inferior vena cava filter was easily snared using continuous fluoroscopic guidance. The filter was removed completely intact without difficulty. Therefore, the investigation is confirmed for filter migration to the confluence of the iliac veins, perforation of the inferior vena cava (ivc) and material deformation. However, the investigation is unconfirmed for filter migration to heart as the filter was retrieved from the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4 (expiry date: 12/2014); h4 (manufacturing date 12/2011), g4. H11: h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc and filter migration as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2014); (manufacturing date 12/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated into organs and the filter migrated to the heart. The device was removed percutaneously. The current status of the patient is unknown.